Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR. Report # 1627487-2011-00623. The pt received an scs system including an ipg and percutaneous lead. It was reported that the pt was unable to recharge her ipg due to her pregnancy. As such, the device depleted. During this time, the pt's lead also fractured. Surgical intervention was undertaken to replace the pt's scs system. No further complications were reported.